Event description:
Additional information received from reporter on 03-aug-2023, for mw5118399. Reporter calling stating that he continues to have problems with his dexcom g7 receiver, and that he is not being alerted when his blood glucose is out of range. Reporter states that he woke up "this morning" with a blood glucose level of "350" and he received no alerts to address this high glucose level. Reporter states he has contacted his physician regarding these problems. Reporter also states he has contacted dexcom and the FDA to inform them of these problems, but "nobody has contacted me back." Reporter states "I will be contacting an attorney."

Event description:
Today I fell asleep from side effects of a high blood sugar caused by my dexcom g7 receiver not alarming me of increasing blood sugar. The dexcom g7 receiver alarms only one time when preset thresholds of high or low blood glucose levels are reached and do not repeat. The g7 app for iphone is useless as it almost always loses connection to the g7 sensor/transmitter. My diabetes control and life is being affected by this device. I have reached out multiple times to dexcom tech support and they have replaced the receiver which hasn't corrected this issue. Reference report: mw5118400.